Manufacturer narrative:
Correction: serial# (B)(4); device was returned and analysis was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded from follow up sent to them. Patient reported a new unit was installed (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the desktop charger (dtc) would not charge the implantable neurostimulator recharger (insr) due to the connector pin of the dtc being broken off. They tried to plug the broken connector into the insr but it would not stay in place and got stuck in the insr. It was reported that the battery was overdischarged and the recharger was not working. The implantable neurostimulator (ins) had not been charged in several months. The manufacturer representative was meeting with the patient next week to jumpstart the battery. The patient wanted a new recharger (dtc) for the jumpstart. They planned to check that the insr was working as intended at the appointment. Additional information was reported from the consumer's spouse stating that the patient was having surgery. The type of surgery and its relationship to the implanted system was not reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient responded back from follow up sent to them. Patient reported that the overdischarge did not resolve and recharger was not working properly. Patient reported their weight was (B)(6) at the time of event.

Manufacturer narrative:
Analysis of the product ID 37761, serial# (B)( 4)found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.